Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that bolus duration appeared to have continued beyond the programmed time frame after an extended bolus was delivered. The event had occurred in the past; therefore, system check could not be performed with tandem technical support. There was no reported impact to the customer's blood glucose level.